Event description:
It was reported that the user wished to return the ilet pump after persistent concerns that the system was not adapting despite prolonged use, a factory reset, and training support, with troubleshooting indicating potential interference from a dexcom g7 cgm not transmitting or aligning with the pump and the user entering glucometer readings only into the dexcom app rather than the ilet. Symptoms included hypoglycemia with a reported low of 30 mg/dl and device low alerts, treated with oral glucose, without need for assistance or medical intervention. Outcomes included transient hypoglycemia without hospitalization. Investigation included customer service troubleshooting and education regarding replacing the cgm if it would not align with the ilet and entering blood glucose values directly into the ilet to ensure accurate dosing. Investigation of this case revealed that cgm-pump data mismatch and user workflow contributed to dosing based on outdated or inaccurate cgm data. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.